Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of a video provided by the customer was performed. The video shows the surgeon manipulating tissue with a vessel sealer curved instrument, a fenestrated bipolar forceps instrument, and a cadiere forceps instrument. No device issues were identified. A review of the vessel sealer logs show that all 3 vessel sealer curved instruments were installed on universal surgical manipulator (usm) #4. The e-200 generator logs show a total of 218 seal events with no errors. The instruments were used for about 7.5, 18 and 46 minutes, respectively. The logs show no related errors.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, three vessel sealer curved instruments failed to produce an adequate seal after attempting to seal a vessel, resulting in bleeding. The following information is unknown: the estimated blood loss associated with the bleeding, and what surgical intervention was required to address the complication. The procedure was converted to an open approach due to unspecified patient related factors. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.